Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to use at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that prior to use at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a probable cause of the reported disassembly. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.